Event description:
The facility reported that when positioning the pt from a reclining to a sitting position, the right leg clip detached from the lug, causing the pt to fall. The pt sustained an unk type of injury to the posterior part if the head. No description of treatment was provided. (B) (4).

Manufacturer narrative:
Add'l info will be provided when the MFR has completed an investigation.